Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing "ruptures" during use with power injectors. The power injector was connected to the extension sets, which were attached to unspecified peripheral IV sites. It was reported that the power injector settings ranged up to 325psi. No further power injector setings were provided. During the contrast injections the tubing of the extenison set "ruptured" in areas where the slide clamps had been applied. The contrast was reported to come into contact with the pts' arms. The extension sets were removed, the pts were cleaned and the scans were completed. There were no reported adverse effects to the pts or the staff. No medical interventions were required. Though requested, no add'l info was provided.